Event description:
Complainant reported after the respiratory therapist switched the device modes, the device delivered two breaths, then stopped cycling, and alarmed for a disconnect. Complainant did not indicate adverse effect to the patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned for evaluation, but device logs and trending data were provided to technical support for evaluation. Technical support was unable to confirm the customer report as there were no device malfunctions found in the logs. The log review showed that there were no circuit tests performed when the user switched from high flow oxygen therapy (hfot) to spontaneous/timed (s/t) mode. This suggests the setup may not have been properly configured for s/t mode of ventilation. Technical support contacted the customer asking if the circuit setup involved in the incident is still on this vent to no avail. The reported malfunction was unable to be confirmed and is likely due to a usage problem.